Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was failed to extend. The rv lead was unable to implant at the target area and the lead repositioned multiple times. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were a helix mechanism issue, unable to implant and operation issue. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and stretched helix.